Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that approximately 1 month after change out the atrial pacing impedance spiked and triggered the lead safety switch. The patient was seen in the clinic and reprogrammed to bipolar but the lead tripped the safety switch again. Patient was brought in for lead revision but upon visual inspection, there was nothing wrong noted. Technical services states this could be related to the lead in the header. If the terminal pin is not fully inserted, the spring contacts may have difficulty in properly contacting the lead. This could lead to an out of range pacing impedance measurement. The device was programmed pacing unipolar and sensing bipolar and will monitor. Should additional information become available this file will be updated.